Event description:
The customer called to report a blood leak beneath the pump tubing organizer after 135ml blood processed. The customer aborted this treatment and started the patient on another kit. The patient was reported to be in stable condition. The customer declined field service. The customer was able to clean the instrument. The kit and pictures have been returned for evaluation.

Manufacturer narrative:
The kit and photographs were returned for analysis. A review of the photographs confirmed the blood leak within the pump tubing organizer (pto). The kit components were pressure tested and the site of the leak was confirmed to be at the joint between the return line and the exit from the filter. The analysis determined that the root cause of the leak was, most likely, due to a lack of solvent on the tubing bond, which indicates a manufacturing error. A corrective and preventive action was initiated with included manufacturing operator retraining. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d311 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pto leak. No trend was detected for this complaint category. No corrective and preventive action was initiated for complaint category, pto leak. This assessment is based on information available at the time of the investigation. The analysis of the photos and kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).